Event description:
The customer reported that the left (live) monitor was blank and that the system had some collimator issues. These issues caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found the high voltage cable needed to be replaced, but no conclusion can be drawn as repair information is not available.